Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. Investigation summary: "material #: 368687. Lot/batch #: 3132137. Bd received 2 sample and 2 photos for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for damaged and open unit packaging was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged and open unit packaging. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported prior to use of bd vacutainer® ultratouch¿ push button blood collection set with pah the packaging for 10 devices are open and sterility is compromised. It also appears the product was inverted in the packaging. There was no health impact or consequences reported.